Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 300 mg/dl. Reviewed the history and found that the customer had delivered two boluses in the middle of the night. The customer was not present during the phone call to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.